Event description:
The subject stent device was returned for analysis and the device investigation revealed that the subject stent delivery wire was broken/fractured during use. There were no clinical consequences to the patient due to the event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent device was returned with an xt-27 microcatheter. The subject stent was protruding from the distal end of the microcatheter. The subject stent was found to be deformed and not opened in the middle. The sdw (stent delivery wire) was inspected, and the petal was torn and the core wire stretched. A significant amount of blood was present on the sdw and resheath pad. The subject stent was advanced with friction experienced in the microcatheter. Once the blood was removed, the subject stent almost opened fully to its natural state but the distal end of the subject stent was visibly damaged with frayed braid edges. Functional inspection was not performed as the stent failed/unable to open. The reported complaint was confirmed based on analysis. The subject stent device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Product analysis found the subject stent was protruding from the distal end of the xt-27 microcatheter. The distal tip of the subject stent was damaged with fraiyed braid edges. Friction was experienced removing the subject stent from the microcatheter. On removal the middle of the subject stent was closed and dried blood was present. On removal of the blood the subject stent opened to its natural state. The sdw was damaged with the petal torn and the core wire stretched. A significant amount of blood was present on the resheath pad and along the length of the sdw. It is most probable the presence of blood around the device contributed to the complaint. An assignable cause of procedural factors will be assigned to the reported ¿ stent failed/unable to open (when not implanted)¿ and analysed ¿stent failed/unable to open (when not implanted)¿, ¿sdw broken/fractured during use¿, ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw deformed¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.